Event description:
Additional information received indicated the right ventricular (rv) lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.

Event description:
Additional information received indicated that the right ventricular (rv) lead also had high pacing impedance.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise leading to loss of capture. The patient reported symptoms of fatigue and dyspnea. Programming changes were made and the patient was in stable condition.